Event description:
Reporter wore patch on lower back for about two hours. She attached it to a sweatshirt on the outside. She received burn in application area, she called her hcp, and was told to use package of frozen vegetables wrapped in a towel as a cold compress. She applied this two times and is feeling better. No other treatment was reported.